Event description:
According to the reported info there was an infection. Additional information received at a later date indicated that the pt requested the device be removed due to pain, not infection.